Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility, the device overheated and the tip of the fiber optic cable melted. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device overheated and the tip of the fiber optic cable melted. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was scrapped by stryker.